Manufacturer narrative:
Follow-up #1: date of submission 07-nov-2019. Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. The returned battery cap was found to be undamaged and attached securely to the pump. The battery cap contact height and width measurements were found to be within specification. The battery compartment was found to be cracked. During testing, the pump successfully completed the rewind, load and prime steps without any power interruptions or issues. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage to the battery compartment or battery cap alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.